Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported leak in luer lock. Caller discovered leak due to wetness at the site. Customer also noticed luer lock leaking right before changing cartridge. Caller states several months ago noticed leak in connector between cannula and transfer set. Product was requested to be returned for evaluation.